Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood was noted on all conductors (not obstructed); proximal segment returned and analyzed.

Event description:
It was reported that the patient developed an infection. The lead was explanted. No further patient complications were reported as a result of this event.